Event description:
It was reported that the bd syringe luer-lok¿ tip plunger stopper was punctured when used to draw up a radioactive isotope, and the drug "squirted" out of a crack in the barrel. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "after compounding a radiopharmaceutical, the isotope was drawn up into a bd10ml syringe, punctured the rubber stopper of the vial and pressed the plunger of the syringe. The syringe had a crack in the barrel which the radioactive isotope squirted out and contaminated the inside of the caci hood. Our nuclear medicine department has found a numerous defective syringes ranging from 3ml, 5ml and 10ml sizes. This is the first time one has produced a contamination of equipment or personal."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # mw5100281. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.